Manufacturer narrative:
B3: the events occurred on 11/11/2019 and were "ongoing". B5: it was further reported that for an unspecified quantity, the cap was very difficult to remove and once the set was connected to an unspecified bag of intravenous (IV) fluid, it leaked where the drip chamber connected to the tubing; there was a separation. F2: the user facility submitted a medwatch report for this event: mw5091688. G1 address: updated lot information in d4 is associated with cartago. Remove baxter healthcare - dominican republic address from previously h10 narrative. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the tip protector and set including pressure and clear passage testing with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019 (stated as week of (B)(6) and (B)(6)). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty in removing the blue protective cap from the luer valve of an unspecified number of clearlink system continu-flo solution sets which caused the entire luer connector to come off. The customer pulled on one of the ports on the same tubing and it easily disconnected. The customer stated they could not get the blue cap off even with pliers. This happens before use when preparing to connect to the patient. There was no patient involvement. No additional information is available.